Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for this 25095952, 25091244, and 25089160, the last 3 lots shipped to the account prior to the aware date. There was no nonconformance recorded in the lot history. Internal complaint number - (B)(4).

Event description:
The hospital had reported that they have a pt who has had a retained piece of the vein harvesting tool used in a case procedure.